Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of a 9x29mm omni elite 35 balloon-expandable stent system (bess), the device was leaking heparin and saline from the tip, and the stent was loose on the delivery system, sliding back and forth. There was no patient involvement and no clinically significant delay in the procedure. Another same size omni elite 35 bess was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported leak/splash and stent dislodgement were not confirmed. As the reported leak/splash and stent dislodgement could not be confirmed, additional follow up with the account confirmed the correct device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9, h3: device was received. H6: type of investigation code 4114 - removed. H6: investigation findings code 114 - removed. H6: investigation conclusions code 4315 - removed

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9, h3: device not available for evaluation.